Event description:
It was reported the pt experienced an opening at her scs ipg pocket site due to skin erosion. Follow-up identified the pt's scs ipg was relocated to her abdomen.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.